Manufacturer narrative:
For the investigation the device was checked on site. Additionally the service report and the logfiles were analyzed by the manufacturer. The described ventilator failure could be confirmed. The stored error codes indicate a problem with the pneumatic controller pcb which consequently was replaced. The device reacted as specified for this malfunction by initiating warmstarts in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. After replacement of the pneumatic controller pcb, the device passed a functional test for an extended period. In addition it was successfully tested according to manufacturer specification as per corresponding service documentation and returned to use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a vent fail. No patient consequences reported.